Event description:
Additional information was obtained from the customer. The procedure had been completed using a similar device. There was no procedural delay. The issue was resolved but the customer was unable to provide the details of the resolution.

Manufacturer narrative:
This supplemental report is submitted to provide additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, as the device was not returned and the issue was resolved by the customer, it is likely there was no abnormality with the subject device. The root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the scope image was present on the secondary monitor from a digital serial interface (dsi) video cable that was connected to the main monitor. The pentax software and endoscopy image was being viewed on the main monitor, which was an alpha view avc2. The customer reported getting a no signal error on the pentax software. The video signal (s-video) coming from the connection of the processor to the video graphics array (vga) converter to the computer was verified. The customer was also running a high-definition multimedia interface (hdmi) from the computer to vga converter to the main monitor. At the time of the call, further troubleshooting could not be continued as the equipment was not available. At a later date, the customer reported the issue had been resolved but no additional details had been provided. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was no image on the pentax computer when connected to the evis exera iii video system center during an unknown procedure. There were no reports of patient harm associated with this event.